Event description:
The company was informed that the pt had a skin flap infection with purulent material and exposure of the implanted device. The pt was hospitalized and treated with intravenous antibiotics (type unk). The pt's device was explanted and the contralateral ear was implanted with another advanced bionics cochlear device. The pt's infection is reportedly resolved.